Event description:
During a procedure to the internal carotid artery (ica), the precise stent was jumping during deploying. The lesion was heavily calcified and tortuous. There were no problems encountered during prepping. The lesion length was 3.2cm and the vessel diameter was 3.4mm. There was no injury to the pt.

Manufacturer narrative:
This product is available, however, it has not been received for analysis. Additional info has been requested and will be provided within 30 days of receipt.